Event description:
It was reported that a patient reported the implantable cardioverter defibrillator had migrated in the patient's device pocket, which caused discomfort. The patient was referred to their physician's office for further intervention. No adverse patient consequences were reported.